Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: customer reports that the black lever not functioning; stapler would not open or close jaws. Surgical nurse and surgeon attempted but had to open another stapler. There was no reinforcement material used, no tissue loss or damage. Surgical time was not delayed and there was no blood loss.